Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken at the metal cap open end and hanging by the outer flow tubing; there is no sign of melting at the location of the fracture; the fiber/glass cap output area shows very mild signs of usage with very mild detritus adhesion. Probable root cause: based on the product analysis results, the product complaint of " tip detached" could not be confirmed; a fiber fracture at the metal cap open end was observed; the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that at approximately 4,100 joules while using the surgical fiber during a prostate procedure, the fiber tip detached. Time expended: less than 1 minute. The procedure was completed using an alternate procedure (bi-polar resection). Patient outcome: "no damages to the patient" - there was no patient injury reported.